Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the wire in the exhalation flow sensor (evq) was bent. The se replaced the evq and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an expiratory flow temperature out of range error message. The ventilator was not in use on a patient at the time the event occurred.